Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient experienced right ventricular (rv) failure which precipitated multiorgan system failure and eventually death. Patient transitioned to hospice care and expired on (B)(6) 2018. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported right heart failure, multi organ failure, and patient outcome could not be conclusively determined through this evaluation. The account reported that the patient had right ventricle failure which precipitated multi organ failure. The patient was transitioned to hospice care and expired on (B)(6) 2018. The pump was reportedly disposed and was not returned for evaluation. The heartmate ii lvas IFU lists right heart failure and death as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.